Event description:
It was reported, ¿the patient was sent home with this tubing, it ruptured at the suture site on sunday and he had to go to emergency to change the access. There was a risk of air embolism, sepsis, and infection.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿the patient was sent home with this tubing, it ruptured at the suture site on sunday and he had to go to emergency to change the access. There was a risk of air embolism, sepsis, and infection.¿ no other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. Two 22g x 3/4" safestep infusion sets were returned for evaluation. During the investigation of the returned sealed samples, a defect or damage was not found. The samples were flushed and pressurized without leaks observed. Due to not being able to reproduce the complaint, this investigation is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.